Manufacturer narrative:
The reported event involving a pump module(s) ¿that the device produced occlusion alarms, even though the set flushes without difficulty.¿ could not be confirmed. The source device(s) was not returned to enable testing for this investigation. This file was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was patient involvement.

Event description:
It was reported during a clinical practice consultant site visit that the device produced occlusion alarms, even though the set flushes without difficulty. It was then mentioned that the following troubleshooting methods were performed: opening the channel door and massaging the pressure sensor, increase pressure limit to 400 psi, or replace the pump altogether. The event occurred in the inpatient pediatrics units. There were no adverse effects caused to the patient.